Event description:
It was reported that the screen froze and couldn't increase or decrease numbers on screen. No patient injuries were reported. No backup available.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that the warranty seal broken and the sd card reader door screw stripped. The returned device was tested using a known good wand which was found that the touch screen non-functional. The complaint was verified and the root cause was determined to be due to software issue. Factors which can lead to touch screen issue include: there could be a software issue causing the unit to malfunction. The cable could have become detached. There could be an issue with the hardware for the display screen such as bad harness cable or bad circuit board. There were no indications to suggest the device did not meet product specifications upon release into distribution.